Event description:
The pt underwent implantation of a synchromed pump and catheter on 7/20/1999 for intrathecal infusion of morphine for intractable spasticity due to spinal cord injury/spinal cord disease. The manufacturer's rep called to report the pt exhibited weakness in the legs and edema. The hcp performed a myelogram which showed the pt had a tethered cord at t5, the tip of the catheter. The hcp did not have presurgical or preprocedure films to determine whether this condition existed before implantation of the catheter. Follow up calls to the hcp have been made. A follow up report will be sent when further info is received from the hcp.

Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for intractable spasticity due to spinal cord injury/spinal cord disease. The MFR's rep called to report the pt exhibited weakness in the legs and edema. The hcp performed a myelogram which showed the pt had a tethered cord at t5, the tip of the catheter. The hcp did not have presurgical or preprocedure films to determine whether this condition existed before implantation of the catheter. Follow up calls to the hcp have been made. A follow up report will be sent when further info is received from the hcp.